Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), nervous system disorder ("nuero condit/problem"), mood swings ("hormonal changes describe: mood swings"), memory impairment ("forgetfulness"), cystitis ("infection (bladder/ urinary tract/vaginal) type: do not recall"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: do not recall"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: do not recall"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: do not recall") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery ((B)(6) 2017, hyst. (Full), salping (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, nausea, weight increased, gastrointestinal disorder and alopecia outcome was unknown and the dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, fatigue, hormone level abnormal, nervous system disorder, mood swings, memory impairment, vaginal haemorrhage and feeling abnormal had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, memory impairment, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment for pain,bleeding,other injury current weight 262 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Imaging procedure - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: do not recall, apareunia (inability to have sexual intercourse), migraines / headaches, nausea, neurological conditions or problems type: brain fog, weight gain, gastrointestinal or digestive system condition type: do not recall, hair loss. Outcome of event abdominal pain, dysmenorrhoea, dyspareunia were updated. Onset date of event menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia were updated. Aka name, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nervous system disorder ("nuero condit/problem"), mood swings ("mood swings") and memory impairment ("forgetfulness") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2017, hyst. (Full), salping (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dyspareunia and abdominal pain outcome was unknown and the menorrhagia, fatigue, hormone level abnormal, nervous system disorder, mood swings and memory impairment had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, memory impairment, menorrhagia, mood swings, nervous system disorder and pelvic pain to be related to essure. The reporter commented: she had received treatment for pain, bleeding, other injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: event injury nos deleted and events 'dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, fatigue, nausea, weight gain, fatigue, hormonal changes, nuero condit/problem, mood swings, forgetfulness were added. Outcome of event bleeding,other injury added as recovered. Product stop date added. Case became incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.